Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while in a ventricular tachycardia (vt) rhythm. Device data is expected to be sent to rhythmcare and reviewed at a future date. The patient was subsequently hospitalized. This device remains in service. No additional adverse patient effects were reported.